Event description:
Severe pain and bleeding. Heavy bleeding for two months, no period for two months, initial spotting, gradually getting heavier, then very heavy bleeding. Also experiencing nausea, severe ovarian pain, and discharge from vagina. Is worse off now than before the procedure. Now seven months since uae and is considering hysterectomy.